Event description:
The customer contacted spacelabs technical support and stated that users restarted an xhibit central station (xcs) due to a loss of connectivity to clinical access for retrospective patient data. During the restart, the device had become frozen and users performed a hard reboot. After the hard reboot, the xcs lost its license and was no longer useable to monitor live patient data. The customer put a spare unit in place to resume monitoring. A spacelabs healthcare field service engineer went on site and relicensed the xhibit. After the xcs was relicensed, no further issues were observed.